Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine¿ insulin syringe needle had scale marking issues. This was discovered during use. The following information was provided by the initial reporter: scaling incorrect.

Manufacturer narrative:
H.6 investigation summary: customer returned (82) 3/10cc, 8mm, 30g syringes in open poly bags with the shelf carton from lot # 8204659. Customer states that the scaling is incorrect. Thirty out of 82 returned syringes were tested using the plug gauge and all scale marking placements fall within specifications. A review of the device history record was completed for batch# 8204659. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200772716] noted for scratched print. There was one (1) notification [200773049] noted for missing zero line. There were two (2) notifications [200773044, 200773045] noted that did not pertain to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that bd micro-fine¿ insulin syringe needle had scale marking issues. This was discovered during use. The following information was provided by the initial reporter: scaling incorrect.

Manufacturer narrative:
H.6 investigation summary: investigation summary: no samples (including photos) were returned as of 5 march 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8204659. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200772716] noted for scratched print. There was one (1) notification [200773049] noted for missing zero line. There were two (2) notifications [200773044, 200773045] noted that did not pertain to the complaint. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd micro-fine¿ insulin syringe needle had scale marking issues. This was discovered during use. The following information was provided by the initial reporter: scaling incorrect.